Event description:
Subsequent to the initial medwatch report the following information was provided: during deployment of the supera stent the outer sheath including the tip separated. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficult to deploy and difficulty removing could not be replicated as the stent had already been deployed. The tip detachment was confirmed. Based on a visual and functional inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that using a femoral access site, during deployment of the supera stent, it got caught on the access sheath upon removal and the sheath split and remained in the patient. The surgeon was able to retrieve the remaining stent out with a snare. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.